Event description:
Spva was implanted in (B)(6) 2012. On (B)(6), the neurosurgeon tried to change the pressure setting but he could not. Therefore, he opened the wound site to move the valve. When he pulled it, the reservoir easily detached from the valve. He would like to know the reason of this event and if the connection between the valve and the reservoir is normal. Please examine the sample.

Manufacturer narrative:
The valve will be analyzed by sophysa and a follow-up report will be sent.